Manufacturer narrative:
On jul 5, 2023, additional information was received indicating the patient also experienced rupture on the right side. The devices were discarded pos-explantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. H6. Health effect - clinical code e2402: generalized illness. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 32-year-old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implants 475cc (l) and 525cc (r) and experienced capsular contracture baker grade iii/IV on the right side post-operatively. The patient also reportedly experienced systemic symptoms, including breast implant illness, pain, brain fog, skin issues, red spots, gastrointestinal issues, urgency of bowel movements, bladder issues, fatigue, trouble sleeping, anxiety, hair loss, headaches, soreness, teeth issues, dry eyes, feeling vulvar, asymmetry. As a result, the patient underwent removal on (B)(6) 2023. This report is for the left breast prosthesis. See manufacturer report number 1645337-2022-10241 for contralateral side.